Event description:
Report of disconnection of IV tubing received. The customer reported that the pt was to receive an unspecified dose of an unspecified pain medication intravenous piggyback (ivpb) via the primary IV line of "d5lr" (rate unknown). The ICU nurse primed the tubing, connected the ivpb to the primary IV line, and began the infusion. At some later unspecified time, the nurse checked on the pt because of "complaints of pain" and noticed "a puddle of fluid on the floor below the pca pump". The "whole male adapter was separated from the tubing". The nurse disconnected the ivpb male adapter from the main line and gave the pt another loading dose for pain (no new orders were required). The pt had an uneventful recovery and no pt harm occurred. However, the pt did have to receive another loading dose for pain relief because of the non-delivery of the initial loading dose.